Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was tested in various vectors and the pns was observed in all vectors. The lv lead was turned off. No further patient complications have been reported as a result of this event.